Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacment indicator (eri) after approximately 6 years of service. The physician elected to explant this device, and attempted to replace it with a similar ICD. While prepping the replacement device, two successive manual cap reforms demonstrated increasingly extended charge times. Once the device had warmed, cap reforms demonstrated normal capacitor charge times. Per a guidant technical services consultants recommendation, this device was not implanted, but will be returned to guidant for analysis. There have been no reported symptoms associated with this clinical observation.